Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the tip of the drain (about 6 cm) from the hermetic lumbar catheter, closed tip (ins5010) broke off inside of the patient. While no immediate signs of patient injury were present, there is the potential for a patient injury in the future due to this drain tip being retained inside of the patient.